Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report, (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
It was reported that, the patient also experienced no sound to the internal device. Device analysis indicated device failure.